Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "midline cath placed uneventfully, noted blood return inadequate. Began to remove cath, approx. 6 cm out of skin, catheter resistance noted. Suspected vasospasms. Let arm rest for approx. 3 min, attempted again without success. Warm compress applied and cath removed. Upon removal noted, liquid from cath noted approx. 3 cm from tip. Catheter has small knick at this site. Product placed in biohaz bag, manager notified. Md and floor rn made aware."